Manufacturer narrative:
Device evaluation the visi-pro balloon-expandable biliary stent system was received for evaluation a plastic pouch, within a taped closed plastic sheet protector, and loosely coiled within its opened labeled pouch along with a 7fr sheath. The visi-pro system was received with the balloon in a post-inflated state, (e.g. Not tightly wrapped or winged). The balloon chamber material exhibited witness marks from the crimped stent. Image review: ten photographic images of cine images were provided for evaluation. The images are of the left iliac artery, abdominal aorta, and right iliac artery. In image one ancillary devices were observed in the left iliac artery, abdominal aorta, and right iliac artery. Image two includes annotation that indicates that a 10x37 visipro stent was implanted in the left iliac artery: the stent is visibly deployed; and the balloon radiopaque marker bands are visible within the deployed stent. A support sheath is visible in the right iliac artery. Image three has ancillary devices in the left iliac artery, abdominal aorta, and right iliac artery. The visi-pro stent is barely visible in the left iliac artery. Image four has ancillary devices in the left iliac artery, abdominal aorta, and right iliac artery. In the right iliac artery, it appears that an un-expanded visi-pro stent has dislodged from a visi-pro stent system. A pta device appears to be inflated proximal to the heart in the iliac artery and abdominal aorta. Image five appears to be enlargement of the right iliac artery. A radiopaque marker band is visible proximal to the heart of the un expanded visi-pro stent. A second radiopaque marker band is visible distal to the heart of the unexpanded visi-pro stent. Image six shows a 4x60mm balloon being inflated within the 10x27mm visi-pro stent in the right iliac artery. Image seven shows the not fully dilated visi-pro stent in the right iliac artery and the fully dilated visi-pro stent in the left iliac artery. Image eight shows a 10x27mm balloon dilating the visi-pro stent in the right iliac artery. Image nine shows a pta balloon dilating the proximal end of the visi-pro stent in the right iliac artery and a longer pta balloon dilating the visi-pro stent in the left iliac artery. Image ten is of the two fully dilated visi-pro stents in the iliac arteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to treat a severely tortuous lesion with little calcification in the right proximal common iliac artery, with a visi-pro 035, 7f sheath and 0.035 guidewire. The device was prepped as per IFU with no issues identified. Artery diameter 10mm lesion length 30mm. The vessel was predilated and the device was positioned for a stent kissing procedure, the device did not pass through a previously deployed stent. No resistance or excessive force was used. It was reported the stent became stuck in the sheath and slipped off the balloon at the target lesion, the physician was unable to recover the stent. Using a 4x60 balloon the physician attempted to recover the stent onto the balloon. It was not possible to move the stent to the proximal, after pre-dilation of the tandem stenosis with a 4x60m balloon it was possible to retrieve the stent onto the balloon. The system was positioned proximal as much as possible without stenting over the aie. After controlled angio no embolization was observed. Procedure outcome was reported as okay. No injury to the patient reported.